Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode. The up button is permanently active due to an external mechanical damage.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error after the battery was changed, and the error message could not be cleared due to an unresponsive check button. The infusion device was in the stop mode when the battery was removed, and the battery and battery cover were used within specification. The infusion device was not dropped. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.